Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012-, explanted: (B)(6) 2015, product type: pump. Product ID: 8709sc, lot# h812256908, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 2,000 mcg/ml at a dose of 1,200 mcg/day. On approximately (B)(6) 2015, the patient presented to the hospital with withdrawal symptoms, increased spasticity, and pain. Catheter aspiration was successful; however, the hcp had difficulty injecting dye. On (B)(6)2015 the pump and catheter were replaced. The issue resolved and the patient's status was reported as alive no injury.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomalies. There was dried drug, blood, or foreign material occlusion within the catheter body. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.